Manufacturer narrative:
E. Initial reporter: event site name: (B)(6) hospital. Event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during use, the cardiosave hybrid intra-aortic balloon pump (iabp) malfunctioned. Batteries not ejecting has been reported. Patient involvement and no harm reported onsite.